Event description:
It was reported that the patient's right knee was revised due to femoral pain. The cr femoral component and insert were revised to a ts femoral component and insert. The sales rep confirmed there were no allegations against the revised implants, and that no further information will be released by the hospital or surgeon.